Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. The patient was reportedly in the hospital at the time of passing. Review of the patient's download data revealed that prior to the patient's passing, the patient received an appropriate treatment from the lifevest. At 12:10:55 pm, the patient was treated while her rhythm was ventricular fibrillation (vf) with motion artifact. The post-shock rhythm was sinus bradycardia at 30 bpm with premature ventricular contractions (pvcs). The response buttons were pressed from 12:11:06 pm to 12:11:09 pm. At 12:30:17 pm, an arrhythmia was detected by the lifevest. The patient's ECG shows that the patient's rhythm was ventricular tachycardia (vt) at 280 bpm with motion artifact. At 12:30:18 pm, the patient was treated by the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was asystole with motion and CPR artifact. At 12:31:10, a non-treatable rhythm was declared by the lifevest. The patient reportedly passed away in the hospital after the event. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. Per additional information received in the updated event analysis, the patient received 8 external defibrillations. The patient received a first non-lifevest defibrillation; rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was CPR/motion artifact. The patient was in vf for 2 minutes 24 seconds before receiving the treatment. The patient received a second non-lifevest defibrillation; rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was CPR/motion artifact. The patient was in vf for 54 seconds before receiving the treatment. The patient was in asystole with CPR/motion artifact until the patient received a third non-lifevest defibrillation; rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was CPR/motion artifact. The patient was in vf for 1 minute 12 seconds before receiving the treatment. The patient rhythm transitions again to asystole with CPR/motion artifact. The patient received a fourth non-lifevest defibrillation; rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was asystole. The patient was in vf for 1 minute 42 seconds before receiving the treatment. The patient's rhythm remains in asystole with CPR/motion artifact degrading to vf with CPR/motion artifact. The patient received a fifth non-lifevest defibrillation; rhythm at time of treatment was CPR/motion artifact. Post shock rhythm was CPR/motion artifact. The patient was in vf for minutes and 5 seconds. The rhythm then transitions back to vf with CPR/motion artifact. The patient received a sixth non-lifevest defibrillation; rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was asystole with CPR/motion artifact. The patient was in vf for 2 minutes 44 seconds. The patient received two additional non-lifevest defibrillations (seventh and eighth) rhythm at time of treatment was CPR/motion artifact. Post shock rhythm was CPR/motion artifact. The patient received these treatments from 12:34:01 until the electrode belt was disconnected at 13:08:16 on (B)(6)2020. CPR/motion artifact prevented the lifevest from treating the patient from 12:31:10 until the electrode belt was disconnected at 13:08:16 on (B)(6) 2020.

Manufacturer narrative:
Device evaluation of electrode belt sn: (B)(6) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn: (B)(6) has been returned to the manufacturer and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. Device evaluation of monitor sn: (B)(6) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient received 8 external defibrillations while wearing the lifevest. The root cause for the open resistor was the external defibrillation. H4. Device manufacturer date, monitor: 05/15/2018, electrode belt: 04/19/2016.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) has been returned to the manufacturer and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. The patient was reportedly in the hospital at the time of passing. Review of the patient's download data revealed that prior to the patient's passing, the patient received an appropriate treatment from the lifevest. At 12:10:55 pm, the patient was treated while her rhythm was ventricular fibrillation (vf) with motion artifact. The post-shock rhythm was sinus bradycardia at 30 bpm with premature ventricular contractions (pvcs). The response buttons were pressed from 12:11:06 pm to 12:11:09 pm. At 12:30:17 pm, an arrhythmia was detected by the lifevest. The patient's ECG shows that the patient's rhythm was ventricular tachycardia (vt) at 280 bpm with motion artifact. At 12:30:18 pm, the patient was treated by the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was asystole with motion and CPR artifact. At 12:31:10, a non-treatable rhythm was declared by the lifevest. The patient reportedly passed away in the hospital after the event. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.